Manufacturer narrative:
The user facility reported that during internal preventative maintenance (pm) of the device, the backlight had not been replaced. The backlight was replaced and the reported issue was resolved. The user facility confirmed the event. Should add'l info become available, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA stating the display on the device was becoming dim to the point where nothing could be read. There was no reported pt involvement. Though requested, no add'l info was provided.